Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-sep-2022 to 03-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station's application was not launched, and an error message appeared: "a fatal error has occurred". A technical support specialist evaluated the device and identified the d: drive was full on the station, deleted the temporary files and cleared the space to resolve the issue. The system functioned as intended after troubleshooted by the technical support specialist.

Event description:
It was reported by the customer that a pyxis anesthesia es system displayed a fatal error message during the middle of a surgery. The customer stated that the station was not working for over an hour and the medications were pulled from a satellite pharmacy due to the extended downtime and the providers not having access to help the patient sustain appropriate vitals and sedation during a procedure. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station's application was not launched, and an error message appeared: "a fatal error has occurred". A technical support specialist evaluated the device and identified the d:drive was full on the station. A technical support specialist deleted the temporary files and cleared the space to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system displayed a fatal error message during the middle of a surgery. The customer stated that the station was not working for over an hour and the medications were pulled from a satellite pharmacy due to the extended downtime and the providers not having access to help the patient sustain appropriate vitals and sedation during a procedure. There were no adverse events or injuries reported based on this event.